Event description:
The customer reported that she experienced high blood glucose results while wearing as pod. She stated that she activated the pod at 4:56 pm on (B)(6). At 6:57 pm, her blood glucose result was 283 mg/dl. She at 24 grams of carbohydrate and took a 4.75 unit bolus. At 9:57 pm, her result was 311 mg/dl. She ate 53 grams of carbohydrates and took a 5.3 unit bolus. At 2:46 am, she was thirsty. Her blood glucose result was 480 mg/dl, and she a took 4.45 unit bolus. She stated that the cannula seemed to have not deployed properly, as she could not see or feel it. She did not see any insulin leakage.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the cannula to deploy. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel the symptoms such as fatigue, thirst, excess urination or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises, "if your blood glucose is 250 mg/dl or above check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod." No lot qualification records were reviewed, as the product lot number was not provided.